Event description:
It was reported that respiratory rate trend (rrt) oversensing was observed on the right atrial (ra) and right ventricular (rv) channel, which resulted in inappropriate atrial tachy response (atr) episodes. It was also noted that there was high out of range impedances for both the ra and rv leads measuring greater than 3000 ohms. Once the rrt was turned off the oversensing ceased. Technical services recommended to continue to keep the rrt off to help with the oversensing issue. The oversensing also resulted in pacing inhibition of 1.9 seconds. At this time this cardiac resynchronization therapy defibrillator (crt-d) and other manufacturer ra/rv leads remains in service. No adverse patient effects were reported.

Event description:
This supplemental report is being filed to include a conclusion code update.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition.